Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via the manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorder it was reported that patient had return of parkinson's symptoms, so they saw the doctor who interrogated the device and found it was off. Patient claimed they had not turned it off, visited any airports or been through any metal detectors recently. The doctor turned the device back on, on the day of discovery. The issue was resolved at the time of the report. Additional information was received from the patient stating that their ins shut off by itself three times and they did not know why it happened.